Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, auxiliary drawer 3.1 failed and required maintenance. Attempts to recover the drawer were unsuccessful. The user accessed the back of the unit using a key and performed open and close actions; however, the system did not recognize the drawer as closed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 3.1 did not recover. A field service engineer (fse) found that the latch spring was broken. The fse replaced the spring and tested for proper operation, which resolved the issue. The system functioned as intended after the field service engineer repaired the device.